Event description:
There was active bleeding noted in the bed from the ppiv.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that there was a crack in the hub of a ppiv extension set. There was no report of patient harm.